Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right atrial (ra) lead was found dislodged it was identified via flouroscopy. The ra lead experienced helix extension issues. The right atrial (ra) lead was explanted. No additional adverse patient effects were reported.